Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 28 mmol/l. The infusion set of the insulin pump had bent cannula. The customer bent to bed and woke up thirsty. Troubleshooting was performed for bent cannula. Troubleshooting was not performed for high blood glucose. The device will not return for analysis.